Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had their scs ipg explanted and replaced with an upgraded model due to ineffective stimulation. Stimulation therapy was reportedly restored.